Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed).

Event description:
It was reported that the right ventricular lead had low impedance, unipolar impedance measured higher that bipolar impedance and there was no capture. It was also reported that the patient's radiation therapy may have contributed to the impedance changes. It was further reported that the right atrial lead had high thresholds. The leads were removed and replaced by new leads. No patient complications were reported as a result of this event.